Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, during post-op visit the next day after implantation it was noticed that the lens was dislocated. The inferior haptic was found to be broken at its base causing it to be ineffective. The patient had poor quality vision. The iol was exchanged for same model and diopter company lens. Additional information has been requested, received and stated there was no patient harm.